Manufacturer narrative:
Name and address - street: (B)(6). PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, after opening the packaging of an ngage nitinol stone extractor, the basket wire was broken and could not be used. The procedure was completed with a new same type device. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Event description: as reported, after opening the packaging of an ngage nitinol stone extractor, the basket wire was broken and could not be used. The procedure was completed with a new same type device. This occurred prior to patient contact; there was no impact to the patient. Investigation - evaluation a visual inspection and functional testing of the returned device was conducted. One ngage nitinol stone extractor was returned for investigation. The device was returned in an open pouch with product label. The distal shrink tube that is normally located at the distal end of the basket sheath had moved distally, covering a portion of the basket and preventing it from opening properly. When the handle was functioned, the basket would open, but in a very distorted shape. The device was found to have a basket that was in a very distorted shape when in the open position. Devices are inspected for functionality and damage multiple times during manufacturing and quality control checks, and are packaged with the basket in the open position. The cause for the movement of the distal shrink tube could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Corrected information: h6: component code (annex g). Event description: as reported, after opening the packaging of an ngage nitinol stone extractor, the basket wire was broken and could not be used. The procedure was completed with a new same type device. This occurred prior to patient contact; there was no impact to the patient. Investigation - evaluation: a visual inspection of a photo of the device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Due to the ongoing covid-19 lockdowns in china, the returning device does not have an estimated date of shipment. The file will be completed on the initially provided information. If the device is received in the future, the file will be updated. Pictures of the complaint device were provided by the customer. One of the pictures showed the distal end of the device, including the basket. Damage to the basket could be seen, but the picture did not have enough detail to be able to visually see the broken wire. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The cause for the reported broken basket wire could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.